Manufacturer narrative:
Initial investigation has confirmed that complaint product is non-expired but has the wrong expiry date found in the 'use by' field. The expiry date printed on the secondary barcode shows the correct expiry date. Not returned to manufacturer.

Event description:
We received a complaint from our market colleagues about the inner package of empira nc. There is a mistake on the exp date on the inner package, it's different with the exp date printed on the outer package. It seems the outer package is right.

Manufacturer narrative:
The complaint reported that "as reported, after removed the product packaging, found there is a mistake on the exp date on the inner package, it's different with the exp date printed on the outer package. It wouldn't be return for analysis." As of the 17th august 2016 no additional information has been received; product was not returned for review at the time of this report being completed. The device is not available for investigation and examination. It was therefore not possible to carry out any dimensional, functional, visual or microscopic examination on the device. A picture of the inner label of the device was received, which showed the use by date (2015-03) does not correspond with the barcode and actual use by date (2017-03). Based on a review of the risk documentation and information available, no updates are required to the risk documentation for the empira device. There is no indication of a potential processing or design failure associated with this complaint. There wasn't any CAPA, (corrective and preventative action), mrr (material review report) or deviation being generated for this lot, ce1000811 during the manufacturing process that may have contributed to the reported issue. As of 16th august 2016, when the review was completed, there was no other complaint associated with lot number ce1000811, for the as reported failure empira - packaging - mislabelled. From the information available, there is no evidence present to indicate that the device was not used per the directions for use/product label. The complaint reported has been assigned a primary as reported classification of '(B)(4) - packaging - mislabelled . Following completion of (B)(4) information review, the primary as analysed classification has been assigned '(B)(4) - packaging - mislabelled.' Based on the investigation conducted the complaint (packaging - mislabelled) could be confirmed. The probable root-cause classification assigned to this complaint is; 'labelling'. The definition of 'labelling' per internal procedures is "the complaint is due to incomplete, incorrect, illegible or missing labelling for a (B)(4) manufactured product." A CAPA has been initiated in the singapore facility.

Event description:
As reported, after removed the product packaging, found there is a mistake on the exp date on the inner package, it's different with the exp date printed on the outer package. It wouldn't be return for analysis.